Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia for approximately three hours, with a peak blood glucose of 258 mg/dl, and the condition did not correct despite attempted meal announcements; the user then replaced the infusion set and observed insulin pooling at the prior upper-thigh site. Symptoms included thirst, fatigue, nausea, vomiting, chills, and general malaise. Outcomes included no alerts from the ilet, no outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to replace the infusion set and monitor blood glucose for 90 minutes. Investigation of this case revealed a probable infusion site or delivery issue evidenced by subcutaneous insulin buildup at the removed site, while the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.